Event description:
The customer reported having issues with the sensor. The caller stated that the sensor readings are far off from the blood glucose reading. The customer called back and reported having issues with the glucose monitor. He stated that the night before, he experienced low blood glucose of 20 mg/dl and was unresponsive; then the paramedics were called. The customer did not get an alert from the insulin pump that his glucose level was dropping. He stated that his insulin pump was showing 276 mg/dl with double arrows, but his blood glucose was reading 117 md/dl. Troubleshooting was performed, and the customer mentioned that he was high at time of call due to inaccurate bolus taking at dinner and forgot to bolus for the second serving. During the call, it was found that the customer's stress had increased. No further information was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.